Event description:
In this event it is reported that a c+file readysteel 21mm broke during use. The broken part was not retrieved. There is no patient injury.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. Product has been requested, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
The device was not returned for evaluation and the lot number was not provided for retained-product testing and/or DHR review. Additionally, the broken file was removed from patient's mouth.